Event description:
A customer reported system messages were displayed prior to a vitrectomy procedure. The patient had been given peribulbar anesthesia prior to the event. The procedure was complete with the same equipment, but with another accessory following a delay of 30 minutes. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).